Event description:
A (B) (6) male admitted on (B) (6) 2010 for right total knee arthroplasty under general anesthesia. When the orthopedic surgeon was using the cutting block guide for the stryker reinfuser, the metal guide pins were forced into the bone. When the metal guide was removed, the pins -2- remained firmly attached to the bone. -the pins should remain intact with the metal guide block-. These pins were then removed intact from the bone without disrupting/injuring the bone tissue. The metal guide block measures 8cm x 5.5 cm x 1.3 cm. The metal pointed pins are 1.7 cm x .2 cm with a sharp point on distal end. The stryker reinfuser was then placed without difficulty. The pt tolerated the procedure and was discharged to pacu. No negative outcome. The metal guide was inspected prior to the procedure and was removed from the operating room suite immediately after the pins were removed. This was not an operator error. (B) (4) and medwatch report filed.